Manufacturer narrative:
Date of event is approximate. Information references the main component of the system and other applicable components are product ID: 3889-28, lot# v884754, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that they felt the pressure on their tailbone a month or two after the ins was placed, their lead wires moved/pulled and they felt the pressure because of the wires moving. Patient added that it "was not a shock" and that they were "smaller than most people that have this implant". No further complications were reported.